Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while after wearing the pod between 49 and 71 hours. When removed the site appeared red and was hot to the touch. After a few days, the site remained red and hot. The patient was taken to a doctor and was prescribed fluloxoline syrup 10 mg, the dose was 1 spoon 4 times a day for 7 days. The pod has been discarded.